Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found was a damaged conductor wire insulation at the yaw pulley of the fbf. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The fbf instrument passed an electrical continuity test. The components adjacent to the damaged wire insulation did display damage. The yaw pulley was observed by fa to have several scratches on them. Additional observation related to customer reported complaint that fa found: was that the fbf instrument was found to have a scratched yaw pulley. Fa visual inspection found one side of the yaw pulley having several scratches. Additional findings also not related to customer reported complaint found by fa: was that the fbf instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The fbf frayed cable strands stuck out the wrist. There were no evidence of discoloration or corrosion or contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The fbf instrument was found to have charring and/or localized melting on the outer surface of both bipolar yaw pulley at the base of the grip as a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a cut wire at the distal end. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according the clinical robotic liaison the damage was identified after processing and the fenestrated bipolar forceps fbf was inspected for damage prior to reprocessing. The fbf had been inspected prior to being use, and there was no damage or anything out of the ordinary. There was no loss of cautery or thermal damage at the site of the insulation damage. After the completion of the surgical procedure the fbf was inspected for any damage. No fragments fell into the patient.